Manufacturer narrative:
Reporting institution name: (B)(6) hospital.

Event description:
The customer reported that the device displayed a check vent alarm for a blower temp high. The device was in use when the issue occurred. The device was then swapped with a different ventilator. No patient or user harm reported. Per the diagnostics performed by the engineer, it was reported that error code 1122 was logged. The remote service engineer (rse) reviewed and discussed the suggested repair per the manual with the customer. It was reported that the air inlet filter was new, and had been replaced before putting on patient. The customer reported hat the cooling fan was operating as expected. The rse provided the parts ID for the blower. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the blower assembly was replaced to resolve the issue. The device was returned to service.